Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Device not returned.

Event description:
It was reported the customer incorrectly entered the basal rate settings onto the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer corrected the settings.